Event description:
As reported, the hospital has had two instances of difficulty with te peel-away sheath packaged with the PICC device: in each instance both handles detached from the sheaths. Both procedures involving these sheaths proceeded without difficulty and with no harm to the patients. The used sheath/dilators have been discarded by the hospital.

Manufacturer narrative:
Although no samples are being returned, is investigation is on-going. The sheath/dilator is a purchased components for navilyst (medical, and a supplier corrective action request (scar) is being sent to (B)(4)., the sheath supplier. Upon completion of the investigation, a supplemental medwatch will be submitted.